Manufacturer narrative:
Date sent to the FDA: 06/04/2021 additional information was requested, and the following was obtained: he information cannot be updated because it is difficult to make an appointment with the surgeon again. How was the suture placed (interrupted or continuous)?: interrupted. What date did the patient present with partial dehiscence (# of post-op days)?: (B)(6)2021. Please clarify what is meant by ¿white substance around the suture¿?: white substance adhered around the suture. No further information will be provided. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Product lot number? What was the condition of the fascia tissue i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Please specify how was the suture tied (square knot or multiple knots one end)? What tissue was ¿one finger¿ partially dehisced? Please specify. Was there any precipitating stress factor for the partial dehiscence? Please clarify what is meant by ¿when the suture was pressed with a finger, it felt as if it had entered into them¿? Did the operating surgeon observe any suture deficiency? Culture results? Was any medication given to treat the infection? Please clarify what is meant by ¿the tissue was pulled up from the surface with a nylon suture to the extent possible¿? Was the vicryl plus suture removed during re-operation? What was used to re-suture fascia? Was the drain already removed on (B)(6)2021? What is the patient¿s current status? What is physician¿s opinion as to the etiology of or contributing factors to these events (partial dehiscence and infection)? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain and clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Product lot number? What was the condition of the fascia tissue i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Please specify. How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What tissue was ¿one finger¿ partially dehisced? Please specify. What date did the patient present with partial dehiscence (# of post-op days)? Was there any precipitating stress factor for the partial dehiscence? Please clarify what is meant by ¿white substance around the suture¿? Please clarify what is meant by ¿when the suture was pressed with a finger, it felt as if it had entered into them¿? Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement or during any re-operation? Please specify. How was the infection diagnosis confirmed? Location and appearance of infection? Culture results? Was any medication given to treat the infection? Please clarify what is meant by ¿the tissue was pulled up from the surface with a nylon suture to the extent possible¿? Was the vicryl plus suture removed during re-operation? What was used to re-suture fascia? Was the drain already removed on (B)(6) 2021? What is the patient¿s current status? What is physician¿s opinion as to the etiology of or contributing factors to these events (partial dehiscence and infection)? Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength = 275 g/m.

Event description:
It was reported that the patient underwent a hartmann¿s surgery on (B)(6) 2021 and the suture was used for fascia. On (B)(6) 2021, the patient got infected. It was reported that a white substance was attached around the suture. Also, it was reported that when the suture was pressed with a finger, it felt as if it had entered into them, and no hernia was found. There was also dehiscence about the size to put one finger in. As reported, since general anesthesia was required to suture the fascia, a drain was immediately inserted, and the tissue was pulled up from the surface with a nylon suture to the extent possible. Culture was performed, but the results have not yet been confirmed by the surgeon. The patient is currently hospitalized, but there is no particular problem. The drain was scheduled to be removed on may 18. Additional information has been requested.